Manufacturer narrative:
Additional investigation determined that no mis-administration occurred. This is a known issue which has been previously investigated and reported. Delivery of a rapid arc plan as a dynamic arc at the 4ditc shows a suboptimal dose distribution that could have resulted in loss of tumor control and / or higher than intended doses to other critical tissues. The plans submitted by the user showed dose differences of up to 15%, but higher errors could occur using the v8.6 / v8.8 algorithm. From the above implementation, it is clear that 4ditc 8.8 identifies as rapidarc if the dose rate difference between any consecutive control points are greater than defined tolerance, where as in 4ditc 10, it checks the difference between minimum dose rate and maximum dose rate, if the difference is greater than the defined tolerance then it identifies as rapidarc. The issue affects only eclipse v 8.5 or third party ra plans treated using 4ditc 8.6 / 8.8. No injuries have been reported to date. A CAPA has been initiated to address this issue. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No follow-up reports are anticipated. See scanned pages.

Event description:
Rapid arc plan interpreted as conformal arc at 4ditc. The customer reports that the boost plan rapid arc fields do not have the "r" icon for the treatment fields, when moded up at 4ditc. The customer reports that the patient was then treated with this plan, as a conformal arc. The qa from physics was ok but also, did not have the "r." Additional investigation determined that no mis-administration occurred.